Event description:
It was reported that multiple cartridges were leaking from the o-ring. The customer's blood glucose was 220 mg/dl. Customer resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.